Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, grand multiparity, uterine leiomyoma and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced rash papular ("small red bumps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy,d&c.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, weight increased, weight decreased, vaginal infection, rash papular and the last episode of dyspareunia outcome was unknown, the back pain, dysmenorrhoea, abdominal distension and vaginal discharge had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013 insertion details-left 0 right 3 loops of essure seen in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnoses: a. Ecc, d&c: fragments of benign endocervical tissue b. Emc, d&c: fragments of benign squamous epithelium and blood clots, no endometrial tissue is identified c. Segment of right fallopian tube, ligation: fallopian tube completely transected, removed essure. D. Segment of left fallopian tube, ligation: fallopian tube completely transected, removed essure. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received- lot number were added. New reporter, medical history, lab data, removal details, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and back pain ("back pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, weight increased, weight decreased and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, gen. Abnorm. Bleed, weight gain, weight loss reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63555-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries, grand multiparity, uterine leiomyoma and endometriosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced rash papular ("small red bumps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral partial salpingectomy,d&c.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, heavy menstrual bleeding, weight increased, weight decreased, vaginal infection, rash papular and the last episode of dyspareunia outcome was unknown, the back pain, dysmenorrhoea, abdominal distension and vaginal discharge had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Insertion details-left 0 right 3 loops of essure seen in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnoses: a. Ecc, d&c: fragments of benign endocervical tissue. B. Emc, d&c: fragments of benign squamous epithelium and blood clots, no endometrial tissue is identified. C. Segment of right fallopian tube, ligation: fallopian tube completely transected, removed essure. D. Segment of left fallopian tube, ligation: fallopian tube completely transected, removed essure. Please note the lot number b63555 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced back pain ("back pain"). In 2015, the patient experienced rash papular ("small red bumps"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, weight increased, weight decreased, vaginal infection, rash papular and the last episode of dyspareunia outcome was unknown, the back pain, dysmenorrhoea, abdominal distension and vaginal discharge had resolved and the vaginal haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received: events: abnormal bleeding (vaginal), vaginal infection, small red bumps, dysmenorrhea, dyspareunia, bloating, vaginal discharge were added. Event onset date, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.